Event description:
It was reported that farfield r-wave oversensing was present on the atrial channel of the pacemaker which resulted in inappropriate mode switching to atrial tachy response. Technical services discussed turning off the atrial flutter response and cross-chamber blanking settings. The pacemaker remains in service and no adverse patient effects were reported.